Event description:
A staff member was turning the patient to their right side. The pedal on the kinair bed indicated that the brakes for the bed were in the "locked" position. The bed started moving away from the staff member and the patient rolled off the bed and was caught by two of the staff members. The patient did not hit the floor and the two additional staff members proceeded to stabilize the bed to prevent it from continuing to roll away while the patient was lifted back into the bed. Kci was contacted and the company representative indicated that the wheels need to be parallel for the brake lock to work properly. Staff recommended that an additional labeling/warning be placed on the bed to alert hospital personnel of the proper brake operation. Kci was notified of the labeling recommendations.